Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components)involved in the event: brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070381 and 7070471.

Event description:
It was reported that the patients' leads of the spinal cord stimulator (scs) migrated. The patient underwent a procedure in which the leads were repositioned. It is unknown if the patient experienced an effects from the lead migration as the physician does not release patient information. The patient is doing well post operatively. No devices will be returned as they all remain implanted.